Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the account has found water inside the cameras and couplers. Most of these occurrences were identified in mdrd or prior to a procedure. There were 3 instances that the moisture inside the camera and coupler were noticed during a procedure (did not track specific serial numbers of these 3 units). All procedures were completed successfully. There was a minor delay to procedure (5 minutes max) to bring in a replacement camera head. The failure identified in the investigation is consistent with the complaint record. Root cause: sterilization method used at the customer's facility.

Event description:
It was reported that there was a blurry image during a procedure. The procedure was completed successfully using a replacement.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a blurry image during a procedure. The procedure was completed successfully using a replacement.